Event description:
It was reported that the patient presented in clinic for unrelated procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. Patient condition was stable.